Event description:
It was reported that the pt is experiencing pain and fluid retention. Pt sales that they can hardly walk and they will be having a revision surgery soon.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.